Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. E1: telephone extension: (B)(6).

Event description:
The incident involved a primary plumset, pe lined tubing, 107 inch. The reporter stated that there was leakage on the filter vent with the vent cap closed. The event was noted during infusion and the drug involved was cyclosporine. There was patient involvement but no patient harm.

Manufacturer narrative:
The complaint of leakage can be confirmed on the returned (1) used 142480489 primary plum set with the cap open. It could not be confirmed or replicated with the cap closed. As received, the air filter on the vent plug juncture was wetted out with prior infusate. No damages or anomalies noted at the vent plug juncture. The product was tested per product specification. There were no leaks with the cap closed. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A lot review could not be conducted because no lot number(s) was/were identified. D9: device returned 23-aug-2023.